Manufacturer narrative:
(B)(4). The device was manufactured march 10, 2016 ¿ march 11, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed tiny specks of white drug residue around the blue winged luer cap, but no signs of fluid were observed coming out at the blue cap. Functional leak testing was performed by filling the device and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the outer packaging. The device was filled with fluorouracil in sodium chloride 0.9%. This occurred before patient use. There was no patient involvement. No additional information is available.